Manufacturer narrative:
The reported complaint was confirmed. As per service history, the electronic patient gas system (epgs) was reconditioned in 2014, it was within its two years of reconditioning life span. Oxygen sensor received with epgs was installed in (B)(6) 2015, it was within its six months of life span. Service repair technician (srt) could not duplicate customer complaint, epgs operates within the manufacturer's specifications. Srt verified all pressure sensing circuitry and they performed as intended per the manufacturer's specifications. The pressure transducer was replaced for precautionary measure. It could not be determined if the vaporizer or circuit configuration in any way contributed to or was responsible for this issue. Given the results of the inspection and the clinical review the cause cannot be considered to be due to a malfunction/failure of the system 1 or epgs. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4) the field service representative (fsr) arrived at the user facility and the air supply pressure was not able to be tested as there was a case in progress. The fsr download the data logs and returned to the manufacturer for further evaluation. The fsr replaced the epgs per the request of the ccp. The unit operated to manufacturer specifications and was returned to clinical use. The suspect device was returned to the manufacturer for further evaluation. Review of the data logs indicate a "blending gas pressure low" alarm was reported. (B)(4).

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) alarmed "low blending gas pressure" and gas system flow could not be controlled by the touch screen. Perfusion disconnected the air line from the air supply line and attached an air cylinder tank but the same message appeared. Perfusion reportedly was able to control the blended gas flow from the front panel of the epgs but not from the touch screen. User facility's biomedical engineer (biomed) personnel were called to check the air supply pressure at the time of the occurrence and it was reported to be 50-55 pounds per square inch (psi). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 21-jan-2016: according to the perfusionist (ccp), during a cardiopulmonary bypass procedure (about 45 minutes into the procedure), the ccp received a "low blending gas pressure" error message on the central control monitor (ccm) regarding the epgs. The error message was accompanied by the inability to control the epgs via the ccm touch screen. Additionally, the ccp mentioned that the values displayed on the ccm for the epgs (flow and fraction of inspired oxygen [fio2]) were not accurate. The users were, however, able to control the epgs using the local control knob. In an attempt to troubleshoot the error message, the ccp disconnected the air line from the supply and attached to an air tank (cylinder), but the message persisted. The user facility biomedical engineer (biomed) checked the air supply at the time of the incident where it measured 50-55 psi. Ultimately, they elected to use of an external flowmeter to complete the case. There was no delay to the case, but there was a slight disruption. The patient suffered no harm as a result of this issue. During set-up of the device, the epgs was calibrated successfully and there was no indication of any issue with the epgs. The case was completed successfully, without delay and without associated blood loss. There was no harm observed. Additional information from user facility: there was an audible alert and error message for aux alert/ alarm low air flow failure. There was a vaporizer being used in the gas line.

Manufacturer narrative:
During the laboratory evaluation, no ¿blending gas pressure low¿ alarms or loss of control of flow or oxygen (o2)% levels with the central control monitor (ccm) slider controls occurred during lab testing. The product surveillance technician (pst) connected the electronic patient gas system (epgs) to a system-1 simulator and ccm, attached o2 and air at 50 pounds per square inch (psi), and entered a perfusion screen on the ccm. He initiated calibration and calibration passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 liters per minute (l/min) and 100% o2 was 1.99 volts, within the specification of 0.55-2.758 volts. The pst operated the epgs at 2.30 l/min and 100% o2 for an hour, operated the epgs at 2.30 l/min and 80% o2 for an hour, placed the epgs in heat soak at 40 degrees celsius for two hours and when removed from heat soak, operated the epgs at 2.30 l/min and 80% o2 for an hour, and placed the epgs in cold soak at 10 degrees celsius for two hours and when removed from cold soak, operated the epgs at 2.30 l/min and 80% o2 for an hour; no ¿blending gas pressure low¿ alarms occurred and no loss of control of the epgs at the ccm occurred during testing. The pst physically agitated air hoses and air hose connections, electrical connections and circuit boards during testing. This did not lead to any failures.